Manufacturer narrative:
The stretcher was returned to manufacturer for a visual and functional evaluation. The stretcher was cycled through the loading and unloading process and alleged issue could not be duplicated. The stretcher was operating as intended. It is suspected the battery in use during the incident may have contributed to the issue. The battery was replaced and the stretcher was returned to the customer. No additional information has been received alleging an adverse effect to the patient as a result of the incident.

Event description:
It was reported while transporting an emergency patient on the stretcher, the power feature allegedly stopped operating the stretcher in the loading position during the loading process. The decision was made to transfer the patient to another stretcher to continue the transport. No reports of adverse effect to the patient was reported to the medic team as a result of the delay and it was stated the patient was later discharged from the hospital.

Event description:
It was reported while transporting an emergency patient on the stretcher, the power feature allegedly stopped operating the stretcher in the loading position during the loading process. The decision was made to transfer the patient to another stretcher to continue the transport. No reports of adverse effect to the patient was reported to the medic team as a result of the delay and it was stated the patient was later discharged from the hospital.